Event description:
It was reported that after insertion of 5fr dl, flush was put into the purple lumen and it was observed a leak below the bification. Red lumen was flushed but no leak observed. PICC removed and new PICC placed. Exposure to blood/bodily fluids: yes. PICC was fully inserted and then removed once leak was observed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. The sample appeared free of obvious use residues. Deformation of the catheter shaft was observed at the exit site from the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the purple lumen, leakage was observed at the deformation site. Microscopic inspection of the leak site revealed a crimp in the catheter material. The material flow leading into the crimp caused a hole in the catheter wall. The crimp corresponded to the mold part line in the molded joint. The crimp in the catheter material appeared to have been caused by pinching the catheter between two planes. The location suggested that pinching occurred during the over molding process during device manufacture. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after insertion of 5fr dl, flush was put into the purple lumen and it was observed a leak below the bification. Red lumen was flushed but no leak observed. PICC removed and new PICC placed. Exposure to blood/bodily fluids: yes. PICC was fully inserted and then removed once leak was observed.